Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal'), cerebral haemorrhage ('brain hemorrhage') and hemiparesis ('I walk with a cane as I lost movement on my left side') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced cerebral haemorrhage (seriousness criterion medically significant), hemiparesis (seriousness criterion disability) and migraine ("a lot of us have suffered with migraines"). The patient was treated with surgery (brain surgery and essure removed.). Essure was removed. At the time of the report, the medical device removal, cerebral haemorrhage and migraine outcome was unknown. The reporter considered cerebral haemorrhage, hemiparesis, medical device removal and migraine to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported via social media:brain operation, cerebral haemorrhage, medical device removal, migraine and motor dysfunction quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received: reporter added, events-brain haemorrhage,I walk with a cane as I lost movement on my left side added. Essure removal was added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.